Event description:
It was reported that the ilet connector broke during use, leaving a portion of the connector attached to the pump and preventing removal of the connector or cartridge, and the device was determined to require replacement; the device was no longer water resistant and the user was advised to maintain backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in essential therapy reported and no medical intervention or hospitalization. Investigation included a review of device history and user feedback, along with arrangements for return and analysis of the affected unit. Investigation of this case revealed that the device exhibited a mechanical failure of the connector component that impaired normal operation. It was concluded that the device experienced a component failure, and a replacement device was provided while the original will be returned for evaluation.